Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 26.3 cm distal to the distal end of the strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and shaft break occurred. The chronic totally occluded target lesion was located in the calcified left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the stent got damaged and the hypotube shaft broke while crossing the lesion. The catheter was removed from the patient along with the guidewire and guide catheter. The procedure was completed with a promus premier stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and shaft break occurred. The chronic totally occluded target lesion was located in the calcified left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the stent got damaged and the hypotube shaft broke while crossing the lesion. The catheter was removed from the patient along with the guidewire and guide catheter. The procedure was completed with a promus premier stent. No patient complications were reported and the patient's status was stable.